Event description:
Reported due to stent embolization off the delivery system. Reportedly, the patient came into the hospital emergently with a left anterior descending artery lesion at the take off of the first diagonal coronary artery, as well as a lesion in the circumflex artery. The left anterior descending artery lesion was described as having "heavy thrombus burden and considered to be a chronic total occlusion." Reportedly an angio jet was attempted, results unknown. A perforation of the circumflex artery was confirmed via "evident staining" and was successfully stented with an unknown stent. Reportedly, the left anterior descending artery was perforated and placement of a bare coronary stent graft (4.0x12mm) was attempted. The stent embolized off the delivery system and "went downstream" in the patient's leg, where it currently remains. It is unknow what leg was involved. A guidant pixel stent was successfully placed and reportedly sealed the perforation. The patient was transferred to the coronary care unit on a lballoon pump with a temporary pace maker in place. Although requested, the patient outcome is not available.